Event description:
It was reported the patient experienced pain during the trial lead implant on (B)(6) 2014. The patient could not tolerate the pain during needle-stick. As a result, the physician abandoned the procedure. The patient continued to experience post-operative pain, however, it was for a short period of time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.